Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had previous driveline sheath repair. On (B)(6) 2018 patient reported "fluid" seeping out of driveline, no defaults noted. Site removed old repair and repaired sheath. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements for release. Review of log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable revealed that the outer lumen was cut, confirming the reported event. A driveline sheath repair was performed after removal of the old repair to mitigate the conditions reported. The reported "fluid" seeping out of the driveline was not confirmed due to insufficient evidence. There is no evidence to indicate that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the driveline repair damage may be attributed to factors such as normal wear over time, improper handling. If information is provided in the future, a supplemental report will be issued.